Manufacturer narrative:
The evaluation of the customers issue included a review of the analyzers service history, trending data and labeling. Abbott field service evaluated the analyzer at the customer site and determined the cable, ict to ict preamp (part number c-35016756-01) to be the likely cause and replaced the part. The analyzers service history review did not identify any contributing factors to the customers issue. There have been no subsequent occurrences of discrepant results documented after the part was replaced by service. Trend review revealed no trends associated with the discrepant results. Labeling was reviewed and found to adequately address the issue under review. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported falsely depressed sodium assay results with the alinity c processing module for a patient. The customer provided: sid (B)(6): initial = 115 mmol/l, repeat on another alinity c = 139 mmol/l (sodium range: 136-145 mmol/l). There was no impact to patient management reported.